Event description:
It was reported that after a cryo ablation procedure the stopcock detached from the sheath. This occurred at the end of the procedure which was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data files show at least twenty injections were performed with non-returned catheter 2af283 / 29921-63 without any issue. No lot number provided for product 4fc12. In conclusion, the reported detached stopcock issue cannot be confirmed. Investigation was unable to be performed due to no product return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.